Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation . Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation surgery with two unspecified saline breast implants experienced bilateral deflation post procedure. As a result, patient had an explantation on (B)(6) 2019. This medwatch form is for the right breast prosthesis. See 1645337-2019-23639 for contralateral prosthesis report.